Event description:
It was reported that during a pta/stenting treatment procedure to dilate a lesion in the common iliac, the stent came off the balloon. One week prior a stent had been implanted in the iliac, proximal to the current target lesion. Using a contralateral approach, the physician attempted to advance the express stent through a sheath inserted across the previously implanted stent and into the target lesion. The sheath did not extend beyond the previously implanted stent. The target lesion was not predilated. The physician continued to advance the express stent when it became caught on the distal edge of the previously implanted stent. The express stent then dislodged from the delivery device. Using another balloon catheter, the physician deployed the express stent in the target lesion distal to the previously implanted stent. The pt is reported as 'fine' following the procedure; no pt injury or complications were reported.